Event description:
The device was used during an unknown procedure. Reportedly, the needles were breaking off in the jaws of the device and the device could not be reloaded. No pt injury was reported. Another device was used to finish the procedure.